Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient developed an infection postoperatively and that the generator was removed. The patient was reported to be doing good. Prophylactic antibiotic treatment with cefuroxime was performed three days postoperatively. Notes mentioned that the patient's wound conditions on the neck and on the stimulator pocket are without irritation. The smears in the nose and throat, regarding the (B)(6), were negative. A review of device history records showed that both the lead and generator were sterilized prior to distribution.